Manufacturer narrative:
H.3 evaluation summary: the lack of communication experienced in the field was confirmed and was caused by lpw battery voltage. After the device was cut open and connected to a power supply it communicated properly with a programmer. The idd current for the device was at a typical value. There did appear to be a problem with the real-time electrograms (no signal). It is believed that there is a problem in the hybrid circuit assembly that caused this anomaly. It is believed that the hybrid issue may be related to the depletion of the battery.

Event description:
The pt had not been in for a routine follow-up in four years. When the device would not communicate, it was believed that it had flipped in the pocket. Upon examination of the opened pocket, it was positioned correctly but would still not communicate. The decision was made to explant the device.